Event description:
It was reported that the right side screws at c6 and c7 backed out approximately 6 weeks post op. The revision surgery was performed approximately five and half months post op to replace the screws.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.